Event description:
It was reported that the patient's right ventricular (rv) lead had rising thresholds and low impedance. The rv lead remains in use. Additionally, their right atrial (ra) lead had high rate events of far field r-wave (ffrw) oversensing and noise as well as a decline in atrial sensing with ffrw oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing, and that the pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.